Event description:
It was reported that the patient with this right ventricular (rv) lead suffered from perforation. The day after the implant procedure an elevation of thresholds and sensing amplitude was noted. Measurements of 4v 0.4 ms, 10.2mv and 898 ohms were recorded. Two days after the procedure the patient complained of chest pain and loss of capture (loc) was noted. A cardiac perforation was suspected although was not visible on imaging. A surgical intervention was performed to reposition the device. The issue was resolved. The lead remains in service. No additional adverse patient effects were reported.